Event description:
In 2007, a female pt was implanted with a gore propaten vascular graft for dialysis access. In 2007, a revision of the arterial anastomosis with a new gore propaten vascular graft was performed.

Manufacturer narrative:
Further investigation is pending.